Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that after a patient received an attempted novasure device (no ablation was performed) on may 6th, in which the procedure was cancelled due to patient's anatomy issues, the patient went to the emergency room on may 13th complaining of abdominal pain and abnormal bleeding. It was reported that the physician at the emergency room decided to perform a dilation and curettage and obtained a sample of foreign material and blood from the uterine cavity it was reported that patient had a uterine septum prior to the may 6th procedure and that they removed a iud on the same procedure. It was reported that the patient was taking anticoagulants prior to the may 6th procedure. The pathology results from the sample came back on may 17 and found blood clots of varying ages associated with areas of acute inflammation, and tissue of endometrial and endocervical origin. No gross or microscopically identifiable polarizable foreign material seen, and no foreign body material was identified grossly or microscopically.